Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead was dislodged. Left ventricular non capture was also noted on the lead. The patient's condition was stable before during and after the procedure.